Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s wife called the ambulance as the patient was feeling dizzy and weak. The cgm reading was 6.8 mmol/l but his bg was 2.5 mmol/l. Paramedics administered some sugar, but the patient could not recall what other intervention was provided as he was unwell. At the time of the report the same day he had recovered. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.